Event description:
An episode of vf was recorded via home monitoring. The iegm revealed noise on rv channel. No shock was delivered. A trend of low impedance (<200 ohm) was also noted. The lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2023 recorded an initial stable pacing impedance of 400 ohms with a short-term drop to <200 ohms in (B)(6) 2023. From (B)(6) 2023 to (B)(6) 2023 the pacing impedance dropped to <200 ohms followed by fluctuations between <200 ohms and 400 ohms until the end of recording period. Furthermore, a fluctuating shocking impedance between 40 ohms and 75 ohms with a slightly gradual rise and a short-term increase to 90 ohms in the beginning of may was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.